Event description:
Patient reported left side "breast infection, capsular contracture baker grade unknown, fluid around the implant, redness, their breast is huge and hot, their breast is enormous, breast soreness, solid as a rock, they have had the flu, they have been sick." Patient additionally reported "breast cancer" which is not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast infection, capsular contracture, baker grade unknown, fluid around implant, redness, soreness, hardness.